Manufacturer narrative:
Concomitant products: product ID 7482a51, serial # (B)(4), product type extension; product ID 3387s-40, lot # v025016, product type lead. (B)(4).

Event description:
It was reported the patient had gone through a revision surgery in (B)(6) 2008. It was stated the implant had decreased the patient¿s spasms and it had given them more control over their left side and increased their overall quality of life.